Event description:
Related manufacturer report number 1627487-2022-01256, 1627487-2022-01257. It was reported that the implantable pulse generator was inoperable. It is unknown when the patient lost therapy. Two leads also migrated. The system was explanted, and a new system was implanted. There were no complications. Patient was stable.

Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.